Event description:
Patient had a concern with reddish/pink tint to tooth #8, as well as significant discomfort and cold sensitivity. Endodontists found pulpitis was initiated by the orthodontic force created by the aligners.

Manufacturer narrative:
Since this event can result in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation.